Event description:
Hydrocollator steam pack to pt's right calf causing 5 blisters to that area. Order from md for hot packs to right calf for treatment of deep vein thrombosis. Hot pack left in place one hour causing blisters to the right calf. Doctor notified and the pt was treated by the facility wound care specialist.